Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 90 to 110 mg/dl. Back to back blood test performed during call ((B)(6) 2013; 5:05 pm) with results of 255 mg/dl and 281mg/dl. Test strip lot MFR's expiration date is 04/24/2015. Recall test results performed from meter memory (manually logged): 54 mg/dl; 63 mg/dl; 116 mg/dl; 56 mg/dl; 75 mg/dl. Based on the customers expected results (110) and the lowest result from back to back (54). The complaint is reportable (zone b/c). Adverse event not reported.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for eval. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause of malfunction: user had an inaccurate reference.